Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode recognition test. The cause for the failure was isolated to a broken pulse wire in the trunk cable. The root cause for the broken wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional tes.